Event description:
It was reported that prior to use, a syringe couldn't be inserted into the tracheal cuff air inlet. There was no reported patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).